Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint was confirmed, but could not be reproduced during evaluation. The device software was upgraded to address the sf101 and sf218. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101, sf197 and sf218) related to pressure measurement, outlet flow sensor and a main board error. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed error messages (sf101, sf197 and sf218) related to pressure measurement, outlet flow sensor and a main board error. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).